Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found that the drawers 51 and 5.2 were jamming due to damaged slides. The drawers were replaced, tested in the hardware test application (hta), and confirmed to be fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed drawer. As per part investigation, it was determined that missing slide bumper stop causing the retainer bracket to migrate and exposed ball bearings. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex a grid & imdrf annex g grid. Correction: section d unique identifier (UDI). Part analysis: the report of the drawer resisting when open and close was confirmed by fse. According to wo (B)(4): the fse reported that hh cubie drawer 5 2 jammed. Troubleshot device found that the slide was jamming. Replaced drawer due to slides damaged. Test drawer in hta and verified operational. External inspection of the half height drawer observed no anomalies. During laboratory testing, it was found that the top drawer opened and closed without issue, while the bottom drawer was unable to fully open. Internal inspection revealed that the bottom drawer was missing a slide bumper and had a migrated retainer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported half height drawer resisting when open and close is being attributed to missing slide bumper stop causing the retainer bracket to migrate and exposed ball bearings.